Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber housing on the connection block of the patient cable coming loose was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(6)) was returned to the european distribution center (edc) for analysis. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the black and white connecter. The patient cable was replaced on the mpu, and preventative maintenance was performed. A root cause for the rubber housing coming loose on the connection block of the patient cable was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on (B)(6) 2015. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a service of the mobile power unit (mpu) the patient cable had the rubber encasing loose as well as the battery strap being damaged. No additional information was provided.